Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle that here was the following information was provided by the initial reporter: hazard, injury or erroneous results? Yes hazard, injury or erroneous results details needle stick risk customer reports the safety shield is falling off the needle when trying to engage.

Manufacturer narrative:
Bd received a shelf pack of samples for investigation. Twenty (20) of the samples were evaluated by visual examination and functional testing, each having their eclipse shields activated, and the indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. The following fields were updated due to additional information: device available for evaluation:  yes returned to manufacturer on:  2023-07-06 .

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle that here was the following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details needle stick risk. Customer reports the safety shield is falling off the needle when trying to engage